Event description:
The customer reported that the x-ray on light flashes continuously without enabling fluoro switch. A generator fault error message displays when taking an exposure after replacing controller pcb, and the system will now fluoro after replacing the i.I. Power supply without any errors, but does not focus only in mag mode (normal mode is ok).

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the controller pcb to fix original reported problem. He troubleshot the generator fault error message when taking an exposure. The biomedical engineer replaced the i.I. Power supply from another vendor. The customer said to close this case as they look into the no focus in mag mode problem. The customer later called stating the i.I. Power supply fixed the generator fault error message, but the system will not focus only in mag mode.